Event description:
It was reported that the occlusion sensor seal bubbled during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional check, the reported problem was verified. Performed no disposable alarm testing of pump as per procedure. The downstream occlusion sensor seal was starting to bubble up. There are multiple occlusion alarms in the event history log, which is indicative of a intermittent issue with the sensor. Root cause was found to be normal wear. Replaced downstream occlusion sensor seal and performed preventative measures on the downstream occlusion sensor. A non-conforming report was opened to investigate downstream occlusion sensor seal issue.